Event description:
It was reported by the aci sales professional that a (B)(6) year old female patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the mid femoral head via a 6f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with a double bolus of integrilin and heparin. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that 4 minutes post deployment a 4 inch by 1 inch hematoma formed laterally across the access site. The patient was converted to 15 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1303902) indicated that the device lot met all established performance criteria prior to shipment.